Event description:
It was reported by a customer complaint that the patient was treated by paramedics due an incident of low blood glucose. The patient reports he was experiencing high blood glucose early in the day before the incident. Later that day the patient had a seizure and the paramedics were called. The paramedics administered glucagon and measured his blood glucose at 50 mg/dl and the patient was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.